Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: inaccurate delivery / positioning issues are often influenced by patient anatomy and/or user technique. Without return of the product and with the limited information available, a definitive root cause could not be determined regarding the reported deep implant depth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep in the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve in valve. No adverse patient effects were reported.